Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that repeat no delivery warnings had occurred even after changing the cartridge from a new box. The reporter stated that all caps were secured on the pump and denied any power loss. The cartridges and supplies were reported to be used and stored appropriately and the reporter believed that there was something wrong with the pump. The reporter denied damage or trauma to the pump and denied moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.